Event description:
It was reported that during implant there was no output and no pacing from the ventricular port of the device. The lead was connected correctly three times with no pacing. When tested on the analyzer the lead measurements were found to be acceptable. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. It was noted that the set screw was in the connector bore. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.